Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle the syringes cracked causing the medicine to spill out onto the floor. Per manufacturer notice: office manager said they use these syringes all the time and this most recent time on three different patients they were performing b12 shots when the syringes would crack resulting in the medicine spilling out onto the floor and not being injected into patient. All patients are fine and no medical attention required. This happened within the last few weeks. All from the same lot number.

Manufacturer narrative:
H.6. Investigation: 40 sealed packaged 3ml syringes with needles were received, confirmed to be from batch #8334805 (p/n 309571). All samples were visually evaluated for the reported defect. No cracked barrels or other defects were found in the returned samples. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle the syringes cracked causing the medicine to spill out onto the floor. Per manufacturer notice: office manager said they use these syringes all the time and this most recent time on three different patients they were performing b12 shots when the syringes would crack resulting in the medicine spilling out onto the floor and not being injected into patient. All patients are fine and no medical attention required. This happened within the last few weeks. All from the same lot number.